Manufacturer narrative:
Follow-up #1 date of submission 11/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/02/2015 with the following findings: a review of the black box data showed multiple unexplained reboots. A visual inspection of the pump showed that the battery compartment had stripped threads. The returned battery cap also had stripped threads and was unable to easily secure on to the pump. Evidence of moisture corrosion was found in the battery compartment and on the underside of the cap. The battery cap contact dimensions measured within specifications. An intermittent power issue occurred with the returned cap. A test cap was used to complete investigation. The pump was then exercised for 24 hours with no power loss. The pump passed a leak test. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the pump was experiencing an intermittent power issue. It was reported that there was moisture in the battery compartment and the compartment was reportedly damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.